Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The patient was hospitalized on two separate occasions for this event of peritonitis. The first hospitalization occurred on an unknown date and the second hospitalization was eleven days after the onset of peritonitis. Eight days later, the patient was discharged from the hospital. The cause of this peritonitis event is unknown. The patient was treated intraperitoneally with cefazolin 1gm daily for two weeks. The patient recovered from the peritonitis and pd therapy was ongoing. No additional information is available.